Manufacturer narrative:
Correction: this device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis found the main printed circuit board assembly is out of electrical specification. Analysis also found the main clear cover is missing. Upper and lower cases are broken. Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis also did not reveal any anomalies. Conclusion: no defect found, could not confirm failures seen during service and repair of the device. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.